Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The soluset tubing set was being used to delivery 100ml of total parenteral nutrition (tpn), at an unspecified rate, for a duration of 6 hours, via a symbiq pump. After an unspecified length of time, the nurse returned to the pt's room and noted that the volume of tpn in the soluset had not decreased. The pump was removed from clinical service. The tubing set was placed into a second symbiq pump and the pump alarmed "set test." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.